Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative, a laparoscopic cholecystectomy, there was a bile leak. The drain was put in to drain out bile to complete the case.